Manufacturer narrative:
The initial medical device report was submitted (2938836-2015-00460). Correction: lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the device reached eri prematurely. The check in (B)(6) 2014 showed an estimated remaining longevity of six years. When the patient was brought in to the clinic, the battery was drained and the device could not be interrogated. The device was explanted and replaced. The patient is fine.